Event description:
It was reported to (B)(6) that patient could not aspirate blood through the tego connector. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).